Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6), 2001. Subsequently, patient was revised on (B)(6), 2011, allegedly due to osteolysis, pain, elevated metal ion levels, pseudotumor, and shifting of the acetabular cup. The acetabular cup and femoral head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, ."material sensitivity reactions". Number four states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity". Number fourteen states, "postoperative bone fracture or pain". In more recent package inserts, number fifteen says, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces". This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00921-1). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reports patient underwent m2a hip arthroplasty on (B)(6), 2001. Subsequently, patient was revised on (B)(6), 2011, due to patient allegations of osteolysis, pain, elevated metal ion levels, pseudotumor, and shifting of the acetabular cup. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified additional information received in patient operative notes reports presence of osteolysis, bone defect in acetabulum, and a pseudocyst during the left hip revision surgery. The cup and head were removed and replaced with a competitor cup and a biomet head.